Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate after loading a cartridge with insulin. Cold insulin had been used. There was no reported impact to the customer's blood glucose level.